Event description:
Dr states needle was dull. Spoke with dr who stated, while performing gestational amniocentesis, dr had difficulty getting the needle through the amniotic membrane. Dr noted during the puncture phase of procedure, dr met more resistance than usual. Dr also noted that the membranes appeared to peel away from the uterine wall. Dr made a second attempt with similiar results. Dr then obtained a spinal needle and was able to obtain clear amniotic fluid without difficulty. There was no evidence of blood or leakage as a result of the incident. The pt did not require medical intervention as result of incident.